Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full atrial lead was returned and analyzed.

Event description:
It was reported the left ventricular lead had a high threshold. The lead was capped and replaced. It was also reported the atrial lead had dislodged and was undersensing. The lead was removed and replaced. No patient complications were reported as a result of this event.